Event description:
Philips received a complaint on the efficia dfm100 device indicating that the processor pca was faulty. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The device was evaluated at the philips repair bench. It was determined that the device did not pass the operational control test and confirmed that the processor pca of the device was defective. The processor pca was replaced. The device remains at the customer site, and no further evaluation is warranted at this time.